Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Quality engineering evaluated the device and it was determined that the device had a non-anspach hose on it (hose damage), an air leak, the component was loose, and was worn. Due to the device being tampered with/unauthorized repair, the testing was suspended due to safety concerns. However, it was observed that the hose was not crimped properly. It was further determined that the device failed pretest for visual assessment, muffler tube assessment, and loctite assessment. The assignable root cause was determined to be traced to failure to follow instructions which is user error. Correction: d9: the date the device was returned to manufacture was reported as aug 24, 2020, the date of return was aug 31, 2020.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This device was returned for service and did not meet manufacturing specifications during pre-repair assessment. However, since the investigation is still ongoing therefore an assignable root cause cannot be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device had an unauthorized hose and the rings were not crimped. It was further determined that the device power was low. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.